Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.00mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that balloon ruptured upon first inflation at 12atm. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient condition was good post procedure.